Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was damaged during injection. The device was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There is no harm/injury reported to the patient as a result of the event. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv toric rao210t batch 014232811 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incident,s of any type, have been received against the rayone emv toric rao210t batch 014232811. There is insufficient evidence and information available to establish the root cause of lens damage post injection.

Event description:
On 25th june 2024, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens was damaged during injection.